Manufacturer narrative:
Concomitant medical products: product ID c4tr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising and high impedance and high thresholds. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.